Event description:
A pt was treated on 12/17/96 in the nasolabial folds and oral commissures. On 12/19/96, the pt noted and presented with erythema and swelling at the treatment sites. The physician diagnosed a hypersensitivity and prescribed medrol dosepak.